Manufacturer narrative:
(B)(6). PMA/510(k) #: k170622. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Sterile water leaked from the shaft when it was injected through the device prior to patient contact. The bakri tamponade balloon catheter was not used. No further information has been provided at the time of this report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, and specifications. One device was returned for investigation. The returned packaging confirms lot number 8278906. Functional testing was performed using water and a syringe. Visual examination noted a leak in the seam of the balloon catheter material near the hub. The device history record for the complaint device lot was reviewed. There were no non-conformances. A complaint history search revealed this is the only complaint associated with lot number 8278906. The instructions for use (IFU) provides the proper warnings, precautions, and instructions for use. The cause for this specific failure could not be established. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.